Manufacturer narrative:
Submit date: 3/23/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage of the unit on (B)(6) 2018, service found that the lcd screen readability of the parameters on the screen was affected.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service found that the lcd screen readability of the parameters on the screen was affected¿. The unit was triaged and the reported condition was confirmed. Five vertical lines of pixels were observed to be blank on the lcd. The unit was disassembled. Visual inspection found corrosion on the main pcba. Liquid ingress caused the pcba to corrode. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.